Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients had high impedances on their l1 lead. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
D6b - date of explant should be blank as product was not explanted as previously reported. H6- added 4642 - additional device required.

Event description:
Additional information received indicates that during the procedure on (B)(6) 2023, the lead was not explanted. During the procedure, two new leads were added to the system to restore stimulation to the patient.